Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? It was the distal anastomosis of saphenous vein to coronary artery. Was additional dissection required in other organs/tissues other than the target tissue? Not reported. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. What is the current status of the patient? Recovering as expected.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2025 and suture was used. During the procedure, when the surgeon was using the suture on an rb3, the needle disengaged prematurely from the suture. The surgeon was doing an anastomosis with the suture and the needle popped off before it needed to pop off. The case was completed with a like device. The surgery was delayed by two minutes due to the reported event. There were no adverse patient consequences reported. Additional information was requested.